Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion was confirmed in the laboratory. High current was observed during bench testing. The cause of the high current was unable to be traced. Low lead impedance was observed on both channels however the impedance measurements from the device image was not out of range. The alert was triggered at the time of explant and this anomaly may be due to surgical procedure. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.